Event description:
On 07/30/2012 the reporter contacted animas to request that the patient's name be removed from the mailing list. It was reported that the patient died on (B)(6) 2012, as the result of a self-inflicted gunshot wound. According to the reporter, the patient was wearing the pump at the time of death but does not know for certain if the patient experienced blood glucose (bg) excursions around the time of death. The reporter stated that the patient had been having unspecified issues with bg levels prior to the date of death, but again the reporter said that there was no certainty. No bg readings were available, no signs or symptoms were reported, and no medical interventions for bg excursions were made known. The reporter did not allege that there was any pump malfunction or defect. According to the patient's file, the pump used at the time of death does not have any complaints against it and had been in use since (B)(6) 2011. Medical surveillance conducted follow up investigation but was unable to obtain additional details of the events surrounding the patient's death. This complaint being reported because of the possibility that this patient's death was related to the use of an insulin pump, malfunction or misuse.

Manufacturer narrative:
(B)(6). The location of the pump is unknown and has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.